Event description:
Account alleged the patient saw smoke coming from under the bed after lowering the head section. The fire department was called and extinguished the fire by unplugging the bed. No injuries reported.

Manufacturer narrative:
The hill-rom field investigation indicated there was evidence of heat damage to the test port cable and power cord. The wheel of the retractable part of the patient right side of the bed and ground strap was melted. It was suspected that the spring on the retracting frame had worn through the cables causing an electrical short. The spring's protective tube was missing, which allowed the power cord to come in contact with the spring. No parts were returned for analysis.